Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 05-dec-2024, further failure analysis investigation was performed: the instrument was inspected and no burr was found.

Manufacturer narrative:
Based on the current information provided, the source of the foreign body cannot be determined. The mega-suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations neither confirmed nor replicated the customer-reported complaint. A visual inspection found no damage to the instrument. No object was missing from the instrument. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No product issue was identified. Refer to MDR with MFR report#: 2955842-2024-13790 for the same event reported against a prograsp forceps instrument (part#: 471093-11; lot#: k11230907-0096) used during the case. Refer to MDR with MFR report#: 2955842-2024-13743 for the same event reported against a monopolar curved scissors instrument (part#: 470179-19; lot#: k12230928-0229) used during the case.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, a thin bristle-like metal foreign body was identified. The foreign body was removed intact. A confirmatory abdominal and pelvic x-ray was performed to assess for any residual or remaining foreign body. The procedure was completed. The source of the foreign body was unknown. One of the instruments used during the case was a mega-suturecut needle driver instrument.